Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll. Visual inspection of the system was performed. The handle, umbilical screw, seal rocker switch and pan drip were missing. The right, rear caster fell out of the base while left, front caster was loose and cracked. Saline was spilled in pump raceway. A review of the event log was performed and found fifteen tcmid errors in event log files. Tcmid:07 (coolant temp. High), 05 (coolant diff failure), 08 (coolant temp low) and 06(cooling engine post failure) were noted. The device failed functional testing. The customer reported complaint of the system exhibiting tcmid: 08 and 06 were confirmed. The root cause for the complaint was related to the shorted compressor motor winding and pic hsg. The grounding at cold well drip tray was repaired. Pic-hsg, temp probe and other missing, worn, or damaged parts were replaced.

Manufacturer narrative:
The zoll console in complaint has not returned for investigation. A supplemental report will be filed if and when the device has been returned and an investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n (B)(4)) displayed tcmid: 08 (coolant temp low ) and tcmid: 06 (ce post failure) during patient use. Another system (type unknown) was used to continue treatment. No patient sequelae reported. No additional information provided. It was reported that onsite biomed found some corrosion damage on the pump motor driver pcb. This could have been due to saline.